Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The coil plunger, the coil introducer and retaining clip were not returned. The main coil was returned for this complaint. The coil was kinked and stretched. No more damages were found in the returned device. Microscopic inspection on main coil was performed. Both zap tip shape and surface were smooth. Dimensional inspection on the main coil revealed that both zap tip od (outer diameter) and primary coil od were within specification. However, the number of fiber bundles were incomplete.

Event description:
Reportable based on device analysis completed on 11mar2022. It was reported that the coil was stuck inside the microcatheter. The target lesion was located in the renal area. A 18 3mm/3.3 mm vortx diamond-18 coil was selected for use. During the procedure, the device was intermittently hydrated. When the doctor attempted to push the device, the coil got stuck in the middle of the microcatheter and could not be pushed any further. The procedure was completed with a different device. No complications were reported and patient was doing good post procedure. However, device analysis revealed that the fiber bundles were incomplete.